Manufacturer narrative:
The insulin pump passed displacement test. However, the device alarmed compromised force sensor system during basic occlusion test due to slightly loose motor support disk. The device was received with minor scratches on lcd window. The device was received with cracked case at display window corners, cracked battery tube thread, and broken belt clip slot.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. Customer stated she was doing new site.troubleshooting was done. Customer's blood glucose was 152 mg/dl. Customer stated the insulin squirted out during manual prime process. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.